Manufacturer narrative:
The customer reported disposing of the glidescope bflex 3.8 single-use bronchoscope. Since the bflex 3.8 bronchoscope was not returned to verathon for evaluation, the cause could not be determined. No lot number was provided, so no device history review was performed. Verathon continues to investigate the reported event, and a supplemental report will be submitted in accordance with 21 cfr 803.56 if additional information becomes available. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 3.8 bronchoscope, the distal tip of the 3.8mm b-flex broke off in the bronchial side of a double lumen ett when the attending physician attempted to remove the bronchoscope from the ett. The doctor reported that he had neither the packaging, nor information on the b-flex bronchoscope, but did report that the facility uses shiley endobronchial tubes. No delay in the procedure, use of a backup device, or harm to the patient, or user was reported.